Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and no capture in bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: imx49b45 implantable pacing lead (B)(6) 2000.(B)(4).